Event description:
Event description boston scientific received information that this pacemaker was explanted for normal battery depletion after 20 months of implant time. The device was returned for analysis.